Manufacturer narrative:
The suction valve was not returned to the manufacturer. The cause of the reported event cannot be determined at this time.

Event description:
The manufacturer was informed that three suction valves from the same lot became stuck inside of scopes and broke off when trying to remove it. There was no patient injury reported. The user facility did not save the packaging or the valves. This report 3 of 3